Event description:
It was reported that the user experienced a low blood glucose episode while asleep, with downloaded reports showing a nadir of 41 mg/dl and alarms occurring during the event; the user ate breakfast without announcing it to treat the low, and post-call review indicated a prior meal announcement one to two hours before the low, suggesting a potential contributing factor related to meal timing or size. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and resolution without medical intervention or hospitalization. Investigation included review of device data and event history. Investigation of this case revealed a low glucose event temporally associated with a prior meal announcement and subsequent unannounced intake used for treatment. It was concluded that the event was consistent with hypoglycemia of unclear cause, with possible contribution from meal-related factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.